Manufacturer narrative:
H3: the device logs were returned to technical services for review. No power button press or release events were recorded during ventilation, and the unit remained connected to ac power at all times. The logs confirmed that even though the screen appeared blank during the incident, the device continued to ventilate. Given the presence of cfb log entries and the observed screen issue, technical services recommended replacing the main board as a precautionary measure to prevent recurrence.

Event description:
Additional information received indicates that the customer sent over logfiles for further investigation.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation, however, the device logs were provided to technical support for evaluation. The logs confirmed that even though the screen appeared blank during the incident, the device continued to provide ventilation to the patient. Given the presence of cfb log entries and the observed screen issue, technical support recommended the mainboard to be replaced.

Event description:
Complainant alleged that during use, the device's screen went black and the red lights were flashing. Complainant indicated that there was no adverse event related to the patient in the reported issue.